Manufacturer narrative:
Initial and final MDR 1879787 - MDR 3003442380-2024-05960- device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with 4 infusion sets. The cannula of the infusion set was bent. The site of insertion was the abdomen. The issue had been occurring since february, with no exact dates provided. The event date was set to (B)(6) 2024 to reflect this. The infusion set had been in use for less than 1 day. The patient replaced the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.